Event description:
It was reported that the user experienced an urgent low glucose event while using the ilet, with a confirmatory fingerstick blood glucose of 32 mg/dl and the ilet subsequently displaying 80 mg/dl after treatment with oral glucose. Symptoms included lightheadedness, fatigue, and somnolence consistent with hypoglycemia. Outcomes included recovery to an in-range glucose value following oral carbohydrate administration and remote support. Investigation included remote troubleshooting and education with real-time monitoring until glucose recovered. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.